Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what medical intervention was performed? Results?: administer the antibiotic for a week. Lot# : no information. Were the antibiotics used to treat the fever, and prevent permanent impairment or were the antibiotics part of the normal treatment?: additional treatment. Attempts are being made to obtain the following additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date of initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications what is physician¿s opinion as to the etiology of or contributing factors to this event? Did the patient experience infection or inflammation? What is the patient's current status?

Event description:
It was reported that the patient underwent caesarean section on an unknown date and adhesion barrier was used. Following the procedure, the patient continued to have a slight fever for about 2 weeks. The patient was administered antibiotics for a week. Additional information has been requested.

Manufacturer narrative:
Corrected information. Additional information was requested and the following was obtained: the patient demographic info: age, weight, bmi at the time of index procedure? No information. Date of initial surgical procedure? No information. What were current symptoms following the index surgical procedure? Onset date? After the procedure (pod1), the patient had a slight fever for about 2 weeks. Administering antibiotic for one week, fever went down. Other relevant patient history/concomitant medications no information. What is physician¿s opinion as to the etiology of or contributing factors to this event? He experienced this event 2 times, after using interceed. Did the patient experience infection or inflammation? No information. What is the patient's current status? Good.